Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/10/2023 by a sales representative via sems that an ar-9821 apollo ablators "metal surface area cord fell off into the patients shoulder, piece was removed with a grasper. Case involvement, device broke during use.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the observed and reported failure is a user error, misaligned insertion, or excessive force by leveraging/prying the device.